Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had absence of alarm. The customer blood glucose was unknown. It was reported that they were on hypoglycemia didn't heard the audio warning for sensor signal lost. The customer was advised to call back and we can make a self test. The insulin pump will not be returned for analysis.